Manufacturer narrative:
Updated to incorporate the information received on (B)(6) 2016.

Event description:
Additional information was received from the healthcare provider (hcp) on (B)(6) 2016. It was reported that the placement and the patient's movement resulted in the pump flipping. It was also reported that the patient's gait issues/stiffness and itching have been resolved.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving baclofen 500mcg/ml at 70mcg/ay via an implantable pump. The indication for use was intractable spasticity. The patient¿s medical history included spinal cord injury. The patient stated that they had a laparoscopic procedure done and since then the patient has had issues with their gait, it had changed. Their legs feel stiff and heavy and the patient had some itching and increased spasms a few days after the procedure which was performed a few weeks ago. The diagnostics/troubleshooting was reported as the physician attempted to turn up the patient¿s pump and gave her a few boluses with no noted change. Upon x-ray, the physician found the pump to be flipped and flipped it back himself. The pump was tilted at a 90 degree angle in their abdomen. The physician then performed a rotor/dye study and noted that the catheter tip was at t11, and that there was good flow upon aspiration. The physician then injected dye successfully into the intrathecal space. A rotor study was performed and the rotor was noted as moving as anticipated. The environmental, external or patient factors that may have led to or contributed to the issue was noted as surgical issues. The interventions and actions were reported as the physician gave the patient a 5mcg bolus and instructed the patient to inform him about how she was doing. Surgical intervention did not occur and was not planned. It was unknown if the issue was resolved at the time of the report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.